Manufacturer narrative:
Initial reporter is synthes sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, several expedium verse dual innies broke intraoperatively in a complex skoliosis case. The surgeon claims that improper handling can be excluded. Outer ring of dual innie broke while final tightening. Broken dual innies also destroyed the thread of the implanted screws. The polyaxial mechanisms of another screw head blocked and needed to be replaced. There was a surgical delay of thirty (30) minutes. Concomitant devices reported: expedium verse spine system verse correction key 5.5 (part# 199721000, lot# unknown, quantity# 8), 5.5 exp verse fen scr 5.0x45 (part# unknown, lot# unknown, quantity# 9), unknown mono/polyaxial screws (part# unknown, lot# unknown, quantity# 1). This report is for one (1) expedium verse spine system verse correction key 5.5. This is report 1 of 1 for (B)(4). This (B)(4) capture the 10 out of 19 devices reported/received and (B)(4) capture the other 9 out of 19 devices reported/received.

Event description:
03/23/2020 updated event description: several expedium verse dual innies broke intra-operatively in a complex skoliosis case. Implants are available for investigation. Customer/surgeon claims that improper handling can be excluded. Outer ring of dual innie broke while final tightening. Broken dual innies also destroyed the thread of the implanted screws. The polyaxial mechanisms of another screw's head blocked and needed to be replaced (implant is available for investigation). Customer also reported breakage of dual innies in other cases - no implants available for investigation. Concomitant device reported: verse correction key (part# 199721000, lot# 258763, quantity 6), verse correction key (part# 199721000, lot# 225038, quantity 2), verse correction key (part# 199721000, lot# 245738, quantity 2), verse correction key (part# 199721000, lot# 254143, quantity 2), verse correction key (part# 199721000, lot# 251759, quantity 1), verse correction key (part# 199721000, lot# 229652, quantity 1), verse correction key (part# 199721000, lot# 237145, quantity 1). This complaint involves nineteen (19) number of devices.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b5: updated event description. D10: part returned. H3, h4, h6: a review of the device history record. Device history lot the DHR of product code 199721000, lot 229652, was reviewed and no non-conformances were observed during the manufacturing process. The product was released on january 25, 2019. Qty. (B)(4). The DHR was electronically reviewed. H3, h6: investigation summary background: 03/23/2020 updated event description: several expedium verse dual innies broke intra-operatively in a complex skoliosis case. Implants are available for investigation. Customer/surgeon claims that improper handling can be excluded. Outer ring of dual innie broke while final tightening. Broken dual innies also destroyed the thread of the implanted screws. The polyaxial mechanisms of another screw's head blocked and needed to be replaced (implant is available for investigation). Customer also reported breakage of dual innies in other cases - no implants available for investigation. Concomitant device reported: verse correction key (part# 199721000, lot# 258763, quantity 6), verse correction key (part# 199721000, lot# 225038, quantity 2), verse correction key (part# 199721000, lot# 245738, quantity 2), verse correction key (part# 199721000, lot# 254143, quantity 2), verse correction key (part# 199721000, lot# 251759, quantity 1), verse correction key (part# 199721000, lot# 229652, quantity 1), verse correction key (part# 199721000, lot# 237145, quantity 1). This complaint involves nineteen (19) number of devices. Investigation flow: damage. Visual inspection: verse correction key was received at us cq. Upon visual inspection at cq, it is observed that the device doesn¿t show any physical damage and it looks good. Thus, the complaint cannot be confirmed. Dimensional inspection: dimensional inspection of the received complaint device was not required as it is conclusive that there is no damage found with the device. Documentation/ specification review: drawings were reviewed and there were no design issues or discrepancies were found during this investigation. Complaint was not confirmed. Investigation conclusion: visual inspection, and document specification review of the received device was performed at cq. The complaint cannot be confirmed as it is observed that the device doesn¿t show any physical damage and it looks good. A definitive root cause could not be determined why the customer experienced the reported problem. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. D4: lot, expire date provided for reporting. D11: concomitant products. G1: updated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.